Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. It was reported that insulin squirted out and drive support cap was sticking out. The customer¿s blood glucose level was unknown at the time of the incident. Customer advised to discontinue use of the pump and revert to back up plan per hcp instructions. The insulin pump will be returned for analysis.